Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer used the emergency release, opened the drawer, and cleared medication obstruction. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system had a drawer failure. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was another pyxis nearby. The customer stated that there was no harm or delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.